Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving 80 inappropriate shocks. Interrogation showed the right ventricular lead was over-sensing noise due to a suspected lead fracture. The lead also had varying low voltage impedance. During the explant procedure, the physician was unable to fully retract the helix. A new lead was successfully implanted. The patient was stable throughout.